Event description:
Additional information received from the consumer reported that the step taken to resolve the return of symptoms when wearing their medical necklace was that the patient just wore it when they were alone or going out in public.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient noticed they had a return of symptoms since they started wearing a medical alert necklace. When the patient didn't wear it, their symptoms improved. The patient hadn't checked their implant while wearing the necklace and right now they didn't have the necklace on. The patient was recommended to have their device checked at their health care provider's (hcp's) office so the device status history could be checked. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.